Event description:
It was reported that "the pump gave a low battery warning and switched itself off within 30 seconds." As a result, the staff swapped over to another pump. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of "the pump gave a low battery warning and switched itself off within 30 seconds" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the serial number/lot number with one relevant finding. All nonconforming devices were scrapped. All released product passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that "the pump gave a low battery warning and switched itself off within 30 seconds." As a result, the staff swapped over to another pump. There was no report of patient complications, serious injury or death.